Event description:
This device is not sold/distributed in the united states. Procedure type: unknown. According to the reporter: after applying the device, the doctor determined that half of the staples did not form properly and the anastomosis leaked. A new instrument of different type was used to complete the procedure.